Event description:
The following has been reported: biomed reported: ""flashing red lights saying service needed" patient harm: no. A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for red pump alarm "service needed" error. A mock infusion was attempted to be run but pump red alarmed immediately after pneumatics starts to cycle. Logfiles indicated a compressor failure. The engineering pneumatics assembly was put in the pump and an mock infusion was run with no alarms confirming the compressor failure. The pump was opened to investigate for internal damages and found that there was excessive build up on the loading pins, loading pin lip seals, and fva lip seals. The lip seals and loading pins and their channels were cleaned with alcohol. The compressor, fva lip seals, and loading pin lip seals will all be removed and replaced.